Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump settings appeared to be missing. There was no reported adverse impact to customer's blood glucose. Contact did not complete troubleshooting with tandem technical support. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.